Event description:
The account reported the brake caster is not locking. No pt injury reported.

Manufacturer narrative:
The technician found the brake caster is the cause. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.